Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had blood glucose levels up to 475 mg/dl due to bent cannulas. Blood glucose level at the time of the call was 184 mg/dl. High blood glucose troubleshooting was not performed. The insulin pump was not replaced or returned for analysis; customer was advised that the reservoir and infusion sets would be replaced and agreed to return the products for analysis.